Event description:
This complaint was rec'd by medical affairs and noted that the pt had two cypher stents placed in the lad (not overlapping) in 2006 for chest pain. Eighteen mos later, the pt had some chest discomfort and an angiogram showed that there was some plaque build up between the stents. A different physician, at the same hosp, placed two taxus stents in the lad to treat the lesion, as an outpatient. No further info available.

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that this medwatch report represents two prods involved with this event which is associated with mfg report# 3003742446-2008-00263.